Event description:
It was reported when the device was used in a left hemicolectomy, it did not cut and the staples were malformed. Additional bowel was resected and another device was used to complete the case. There was no patient consequence.